Manufacturer narrative:
The customer's report of expecting a rate of 33.3 gtts/min and observing 110gtts/min for an infusion programmed at 100 ml/hr was not confirmed. Physical inspection showed the bezel was cracked at the lower hinge and at the lower membrane frame screw insert. Internal inspection of the pump module found fluid ingress on the bezel assembly by the ail sensor. One of the 6 bezel bosses was observed to be separated. The pcu event log shows that the pump module was programmed to infuse a custom concentration of pentamidine 64mg/100ml (base concentration 0.64mg/ml) at 10:55 am on (B)(6) 2018. The user entered 15kg for the patient weight, which made the dose 4.267mg/kg. The user entered yes for the guardrails warning ¿concentration is below guardrails limit of 2mg/ml. Proceed?¿ the vtbi was 100ml. The user entered 1 hour for the duration, which made the rate 100ml/hr. The user started the infusion. At 10:56 am, the user changed the vtbi to 70ml. At 11:00 am, the user paused the infusion and then restarted it at 11:01 am. At 11:05 am, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 13.468ml. Rate accuracy testing indicated the device was delivering fluid outside of specification on the low side, which would not have led to an overinfusion. Following calibration the device was delivering fluid within specification. The root cause of the customer's report was not identified.

Event description:
The customer reported an over-infusion/free flow. This event occurred within the last month. The device was received with a bag labeled pentamidine (pentam) 64mg in dextrose 5%. The medication was ordered for 100ml over 60 minutes, and was due at 1030 on december 12, 2018 per the bag's labeling. During an on-site tpc visit, pump module serial number (B)(4) was found to have a bezel cracked at the lower hinge. There was also a crack which was difficult to see under the membrane frame, which correlated to the small crack on the inside of the bezel. The post on the upper bezel was broken as well. Photos were taken of the device. The customer later provided a location of "st. Jude", and the user was manually checking drip rates on infusions. This infusion was checked, and an appropriate drip rate was calculated to be 33 drips per minute based off the total volume, drop factor of the tubing, and infusion time. The following calculation was used: "tv x df/ infusion time (minutes).tv: 100 ml. Drop factor of primary tubing: 20. Desired infusion time: 60 min. 100x20/60= 33.3 gtts/min." The user of the device counted the infusion to be dripping at 110 drips a minute. The infusion was stopped, and then restarted on different devices. The customer reported performing an investigation, and operational checks were passed. The bag that was involved in the event was tested in a known "good" pump module with tap water. Twelve milliliters were requested of the device, and the device "produced 11.9 grams". A test executed using "sodium chlorine" 0.9% yielded 11.75 grams/12ml. The customer confirmed no free-flow situations occurred using the device under investigation. The customer reported an acceptable error of "+/-3.4%" and stated there was a "-6.75% error". The pcu involved in the patient event was last "pm'd" (B)(6) 2018. A "second mentioned" device was not sequestered. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc 0338-0049-02, lot: v18j08f, exp apr 2020, 0.9% sodium chloride injection; 100ml baxter bag ndc 0338-0017-18, lot: p378646, exp may2020, 5% dextrose injection. The devices have been received and the evaluation is pending. A follow-up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an over-infusion/free flow. This event occurred within the last month. There's no report of patient harm. The device was received with a bag labeled pentamidine (pentam) 64mg in dextrose 5%. The medication was ordered for 100ml over 60 minutes, and was due at 1030 on (B)(6) 2018, per the bag's labeling. During an on-site tpc visit, pump module serial number (B)(4) was found to have a bezel cracked at the lower hinge. There was also a crack, which was difficult to see under the membrane frame, which correlated to the small crack on the inside of the bezel. The post on the upper bezel was broken as well. Photos were taken of the device.

Manufacturer narrative:
Additional info:

Event description:
The customer reported an over-infusion/free flow occurred within the last month. The user was manually checked the drip rate of the infusion. An appropriate drip rate was calculated to be 33 drips per minute based off the total volume, drop factor of the tubing, and infusion time. The following calculation was used: "tv x df/ infusion time (minutes) tv: 100 ml drop factor of primary tubing: 20 desired infusion time: 60 min 100x20/60= 33.3 gtts/min" the customer counted the infusion to be dripping at 110 drips a minute. The infusion was stopped, and then restarted on different devices. The customer reported performing an investigation and operational checks were passed. The bag that was involved in the event was tested in a known "good" pump module with tap water. Twelve milliliters were requested of the device, and the device "produced 11.9 grams". A test executed using "sodium chlorine" 0.9% yielded 11.75 grams/12ml. The customer confirmed no free-flow situations occurred using the device under investigation. The customer reported an acceptable error of "+/-3.4%" and stated there was a "-6.75% error". The pcu involved in the patient event was last "pm'd" (B)(6) 2018. A "second mentioned" device was not sequestered. There was no patient harm. During an on-site tpc visit, pump module serial number (B)(4) was found to have a bezel cracked at the lower hinge. There was also a crack which was difficult to see under the membrane frame, which correlated to the small crack on the inside of the bezel. The post on the upper bezel was broken as well. Photos were taken of the device. The device was received with a bag labeled pentamidine (pentam) 64mg in dextrose 5%. The medication was ordered for 100ml over 60 minutes, and was due at 1030 on (B)(6) 2018 per the bag's labeling.